Event description:
It was reported that nexiva diffusics 24g x 0.75 in catheter tip broke off and had foreign matter. The following information was provided by the initial reporter: material no: 383590 , batch no: 0267530. It was reported brown coloring around holes on diffusics catheter, tip of catheter was brittle and broke off.

Manufacturer narrative:
H.6. Investigation: a complaint of discoloration near holes on the set and catheter tip integrity was received from the customer. 80 samples were received for investigation of this defect. Through inspection per procedure, no issues were observed on the provided sets. A device history record review was completed by our quality engineer team for provided lot number 0267530. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. It was confirmed that the reported condition is caused per the heat from the laser used to manufacture the diffusics product. Some brown discoloration is considered as acceptable. Per drawing specification and correct inspections methods all the evaluated samples are defined as acceptable.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva diffusics 24g x 0.75 in catheter tip broke off and had foreign matter. The following information was provided by the initial reporter: material no: 383590, batch no: 0267530. It was reported brown coloring around holes on diffusics catheter, tip of catheter was brittle and broke off.